Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
"Incident description narrative. According the patient, he ran against the curb and then came the wheel off. He did not fall and did thought that it was a "dangerous situation". The fork is made of plastic and has gone off. According patient, he did do anything carelessly. The plastic is broken because of a reason that neither he nor I know."